Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose has been averaging between 400 mg/dl and 600 mg/dl. The customer stated that the hyperglycemia may be due to his kidney. No further details were given regarding the hyperglycemia, and troubleshooting for the high blood glucose events did not occur. No products were shipped or returned.